Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depletes faster than expected. In addition, it was reported that battery does not charge past 65 percent. The customer's blood glucose level was 240 mg/dl. Ultimately, the customer was able to charge the pump 100 percent and continued using the pump for insulin therapy.